Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. Analysis of the device memory indicated rv (right ventricular) undersensing information. Occasional rv undersensing observed on stored electrograms from (B)(6) 2016. R-wave amplitudes steady at approximately 9.75 mv through the week of (B)(6) 2016, drops to less than 1 mv by (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensed r-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.